Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(4) 2004: the patient underwent preoperative physical examination which showed pain with range of motion of his lumbar spine. It was very limited and guarded. The patient had following preoperative diagnoses: 1. Herniated nucleus pulposus l 2/3. 2. Painful degenerative disk disease, l 2/3 by discography and saline acceptance test. 3. Status post laparoscopic interbody fusion at l5/s1. The patient underwent following procedures: 1. Laparoscopic retroperitoneal approach to the lumbar spine, left side. 2. Laparoscopic lateral diskectomy, l2/3. 3. Laparoscopic placement of threaded interbody fusion cage, l 2/3, 19 x 40 millimeters. 4. Placement of bmp for spinal fusion, l 2/3. 5. Intraoperative fluoroscopy and interpretation. Per op-note, through the tined laparoscopic channel, the disk space was drilled, tapped and accepted a 19 x 40 millimeter titanium threaded fusion cage. It was pre-packed with bmp anteriorly and the left side was then packed with bmp after removal of the instrumentation. Fluoroscopic guidance and x-ray were used intra op to confirm ideal positioning. No patient complications were reported. (B)(6) 2004: the patient was discharged (B)(6) 2005: the patient presented with following diagnosis: postlaminectomy syndrome of lumbar region. The patient underwent lumbos acral myelogram due to back pain radiating to both legs, prior spine surgery. Impression: 1. Prior interbody fusion l2-l3 and l5-s1. 2. No evidence of extrinsic compression of nerve roots. 3. Minimal narrowing of the spinal canal l2-l3 and l3-l4. The patient also underwent CT scan of the lumbosacral spine with reformatted images. Impression: 1. Prior interbody fusion l2-l3 and l5-s1. 2. Mild narrowing of the spinal canal at l2-l3 and l3-l4. 3. Degenerative changes of the apophyseal joints. (B)(6) 2008, (B)(6) 2009: the patient presented for office visit due to his chronic low back pain. Assessment: 1) chronic musculoskeletal lower back pain. 2) s/p lumbar l3 cage fusion on (B)(6) 2004. 3) failed lower back syndrome. 4) medication dependence for pain management. (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2010: the patient presented for an office visit. He complained of increased pain mostly in his lower back. Assessment: 1.) Chronic musculoskeletal lower back pain. 2) s/p lumbar l3 cage fusion on 10/13/04. 3) failed lower back syndrome. 4) lumbar spinal stenosis with radiculopathy. 5) medication dependence for pain management. (B)(6) 2012: the patient presented for follow up due to pain syndrome. The patient complained that sx. Smelled of fecal material. (B)(6) 2013, (B)(6) 2014: the patient presented for follow up on pain syndrome. (B)(6) 2014: the patient presented for preoperative testing.